Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, five (5) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
Report 1 of 7 : it was reported that while using bd tube k2edta plh 13x75 4.0 plbl lav br, two tubes are pushed off by needles of an unknown brand. No patient impact reported. The following information was provided by the initial reporter: "the tubes are expelled by needles from another brand."

Event description:
Report 1 of 7. It was reported that while using bd tube k2edta plh 13x75 4.0 plbl lav br, two tubes are pushed off by needles of an unknown brand. No patient impact reported. The following information was provided by the initial reporter: "the tubes are expelled by needles from another brand."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.